Event description:
It is reported that the device was revised in 2008. Exact implant date is unknown. Device was implanted 4 years ago.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary - the longevity high crosslinked polyethylene 10 degree elevated liner was revised from a tm shell. The liner was in vivo approximately 4 years. It is not known if the liner fracture triggered the revision since irregular wear patterns were found on the fractured pieces of the liner. Which led us to believe that the liner was in vivo for quite some time after the fracture. It is not known whether the femoral head or stem were revised. Titanium particles were found on the poly. Patient information such as weight and activity level were not provided. X-rays and surgical notes were not provided. Sem analysis indicates that the fracture occurred by fatigue. Eds analysis of the dark stain on the od of the liner showed ti peak in the spectrum that may have resulted in contact with the tm shell. The exact cause can not be determined with certainty. Device history records indicate all components were manufactured and inspected to specification. Scanning electronic microscopy analysis (sem) / energy dispersive spectroscopy (eds) analysis was performed.